Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
No change to initialy reported event.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. This product is manufactured by zimmer biomet (B)(6) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k091973. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a revision surgery approximately eleven years post implantation due to elevated metal ion. Attempts to obtain additional information have been made; however, no more is available.